Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin).

Event description:
It was reported that the implant of the right atrial (ra) lead was unsuccessful because it was undersensing p-waves and the physician was unable to deploy the active fixation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.